Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 4 previously confirmed "integ-broke in use" complaints within the past two years. 44,815 nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - natus drain that broke at the pole securement. It does not seem like this was related to over tightening. (Event 2/2). No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Serial number of the affected part was not confirmed. The product was not saved for evaluation. No related capas. Doc-(B)(4) rev 08 risk analysis spreadsheet, hazard ID 5.1 cause - breakage of pole clamp that holds all components of eds 3. Effect (harm)- delay in patient treatment. Residual risk - medium further investigation to be carried out.

Event description:
Nt821731c - natus drain that broke at the pole securement. It does not seem like this was related to over tightening. (Event 2/2). No injuries.